Event description:
The event occurred on an unspecified date and involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer. Medication was reportedly leaking from extension connection site of the device. There was no report of human harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e additional reporter: (B)(6). (B)(6). (B)(6). (B)(6).

Manufacturer narrative:
The following device was returned from the customer for complaint investigation: one used. List #am6100, 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer; lot #unknown. The used am6100 ext set w/6-port nanoclave manifold was pressure leak-tested and leakage was observed and confirmed at the bond between the distal male luer of the 6-port nanoclave manifold and the female luer of the extension tube. The probable cause is an incomplete connection during manual bonding in manufacturing. A device history record review could not be conducted because the lot number is unknown.